Event description:
A report was received that the patient was experiencing fast battery depletion. The patient will undergo a revision wherein the battery will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision wherein the ipg was replaced and upgraded. The patient was doing well postoperatively. No malfunction was suspected although the battery was depleting faster than usual.

Event description:
A report was received that the patient was experiencing fast battery depletion. The patient will undergo a revision wherein the battery will be replaced.